Event description:
It was reported that the patient had an initial hip procedure on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2014 due to unknown reasons. The head and cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found evidence of wear. Parallel wear marks were observed at the superior edge of the main wear zone. Discoloration was visible in several areas, possibly from protein deposition or residue from steam autoclave sterilization prior to the components being received in the laboratory. Wear stripes were visible on the articular surface. The wear stripe and parallel wear marks are possible indications of edge contact with the rim of the cup, possibly from subluxation or dislocation of the head. The backside of the modular head showed evidence of deformation at the edge of the chamfer, possibly from contact with surgical instruments. The morse taper exhibited minor contact marks and discoloration, but showed no evidence of taper fretting or corrosion.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Manufacture date ¿ unknown.